Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won¿t power on) was isolated to an intermittent j1 component. The root cause was unable to be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor does not power on.